Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. There was no oversensing noted. Additional information obtained indicated that the source of noise was not determined. The lead was abandoned surgically and a new lead was implanted. No additional adverse patient effects were reported.